Event description:
It was reported that the user received an insulin occlusion alert and subsequently discovered the infusion set needle cover had not been removed prior to insertion, which prevented insulin flow and triggered the occlusion alert. Symptoms included no adverse clinical effects, and the reported blood glucose was 150 mg/dl. Outcomes included successful resolution after guided troubleshooting and education, replacement of supplies, proper infusion set insertion, and resumption of insulin delivery without clinical sequelae. Investigation included technical support review and user re-education on correct infusion set deployment. Investigation of this case revealed user setup error due to leaving the needle cover in place, resulting in an occlusion condition. It was concluded that the event was attributable to user error, the device functioned as designed, and corrective actions consisted of user retraining with no further intervention required.